Event description:
It was reported that the external pulse generator was returned for preventative maintenance, something loose was rattling inside the pacer and it subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment, a piece of the battery drawer had broken off inside the device. Analysis also found the upper and lower case halves were broken, the battery release was contaminated, one printed circuit board flex cable was crimped, the battery contacts were compressed, the ring was bent and the keyboard window was scratched.